Manufacturer narrative:
Insulin pump was received with broken battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, cracked case on display window corner, cracked lcd window and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a cracked case. The device was not dropped or bumped. Part of the battery compartment was broken off. The drive support cap did not appear damaged. Customer was not in a car accident. Customer did not know how damage occurred. Customer's blood glucose was not provided. No further information reported